Event description:
The customer alleged they received questionable (B)(6) results on their e-module. The customer provided data for 23 patients, of which 14 had discrepant (B)(6) results that were reported outside the laboratory. The repeat results were issued as corrected reports. It was unknown if there were any adverse events. The (B)(6) reagent lot number was 170493 and the expiration date was not provided. The customer performed a reagent probe cleaning. The field service representative went on site. He performed a decontamination of the system because he found dirty, white particles. The fsr stated they were probably from the water tank and "tabulation". The instrument was working well.

Manufacturer narrative:
This event occurred in (B)(6).